Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads easily come off from the metal pin on the toothbrush - oral-b [device breakage] brush heads come loose during brushing - oral-b [device connection issue] visibly more narrow and thinner metal pin of said toothbrush - oral-b [device physical property issue] case narrative: male consumer via e-mail reported that the oral-b toothbrush heads easily came off from the visibly more narrow and thinner metal pin on the oral-b toothbrush handle, type 3766. No injury was reported. 20-apr-2024 via e-mail: consumer reported that the oral-b toothbrush heads came loose during brushing. No injury was reported.

Event description:
Brush heads easily come off from the metal pin on the toothbrush - oral-b [device breakage] brush heads come loose during brushing - oral-b [device connection issue] visibly more narrow and thinner metal pin of said toothbrush - oral-b [device physical property issue]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush heads easily came off from the visibly more narrow and thinner metal pin on the oral-b toothbrush handle, type 3766. No injury was reported. 20-apr-2024 via e-mail: consumer reported that the oral-b toothbrush heads came loose during brushing. No injury was reported. 21-may-2024 via case update: the suspect product lot number was t328. The concomitant product lot number was 2ab01830934. No injury was reported. 11-jun-2024 case update from information initially received on 21-may-2024: the suspect product was oral-b power oral care refills precision clean eb20rb. No injury was reported. 02-jul-2024 case update from information initially received on 26-jun-2024: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3766. The concomitant product was confirmed to be oral-b power oral care refills precision clean eb20rb. No injury was reported.

Manufacturer narrative:
26-jun-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.